Manufacturer narrative:
Updated sections: g4, g7, h2, h3, h6, h10. Trackwise #(B)(4). The lot # 25157199 lot history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 04/21/2021. An investigation was conducted on (B)(6)2021. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the cannula as well as on the btt. There were no visual defects observed on the btt. The cannula was observed to be intact, no visual defects were observed. The c-ring was observed to be intact. The scope wash tubing was observed to be intact as well. A mechanical evaluation was conducted. A reference endoscope was inserted into the cannula, with no physical or visual difficulties until an audible click was heard. There were no visual defects observed on the cannula with the reference endoscope inserted. Based on the returned condition of the device, the reported failure "detachment of device or device component" was not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 sheath handle started to come apart where the scope is inserted during the harvest. The part of the evh sheath where the scope is inserted on the proximal end of the device. Case was completed with same device. Case was finished without issue or harm to the patient.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 sheath handle started to come apart where the scope is inserted during the harvest. The part of the evh sheath where the scope is inserted on the proximal end of the device. Case was completed with same device. Case was finished without issue or harm to the patient.